Event description:
The patient experienced no stimulation sensation and lost therapy. It was noted that he had some falls. The eos/eol message displayed. The unipolar impedance values were greater than the bipolar impedance values. It was later reported that the patient was scheduled to have his ins replaced and lead revised in (B)(6).

Manufacturer narrative:
Extension model 7495lz25 (B)(4) implanted: 2002-(B)(6) explanted: programmer model 7434a (B)(4) lead model 3888-33 lot# j0511601v implanted: 2006-(B)(6) explanted: (B)(4).